Event description:
It was reported that the ventilator failed the flow pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated on-site, the air gas module was replaced and further investigated. Simulated use testing of the received air gas module has reproduced the described customer issue. The received device log files confirms the reported event. The date of event will be determined to (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation and detected during pre-use check. Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the printed circuit boards (pcb) inside the gas module, with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit boards, which has led to a short circuit. Unexpected spillage/liquid (user error) can cause failure/short circuits, which might lead to a stop of ventilation or high pressures. There is no conclusion on how the liquid spill entered the ventilator/gas module or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).